Event description:
The customer contacted baxter's technical service center regarding a slow flow heater alarm , which occurred on the homechoice (hc) during use, during dwell 1 of 3. The caller switched bags from one line to another prior to calling. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a slow flow heater alarm switching bags out in therapy. He said he was able to resume therapy after starting over with new supplies. He thought that changing out the bags would have solved the alarm but it did not so he called baxter. He did not notice anything wrong with any of the previous supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).the event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.